Event description:
It was reported that the 6800 system had a bad high voltage cable during a pm.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The high voltage cable was replaced during the service call. The system was found to be working as intended and put back into service.